Event description:
The lay user/patient called lifescan (lfs) on november 20, 2007 alleging the one touch ultrasoft lancing device was cracked/broken. The medical affairs specialist mailed a letter on november 29, 2007, since the user could not be reached by telephone for further clarification; this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the lancing device issue began in 2007, at approximately 8:00 a.m. After the reported issue, the patient reported that she was experiencing frequent urination. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient reported having symptoms that can be associated with hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.